Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ("recurrent pelvic infections"), deafness ("loss of hearing"), blindness ("vision loss") and hypoaesthesia ("numbness in arms") in a female patient who had essure (ess205) (batch no. 624847) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), blindness (seriousness criterion medically significant), hypoaesthesia (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract"), pelvic pain ("pelvic pain"), musculoskeletal pain ("joint and muscle pain in lower abdomen, back, neck, leg and arms"), fatigue ("chronic fatigue, major state of fatigue"), weight increased ("weight gain"), tic ("nervous tics"), uterine pain ("pain in uterus"), alopecia ("loss of hair in plaques"), urinary incontinence ("problems with urinary leakage at times related to major state of fatigue"), palpitations ("palpitations"), dizziness ("dizzy spells"), amnesia ("memory loss"), confusional state ("confusion"), fibromyalgia ("precursory fibromyalgia suspected"), pruritus ("itching all over back") and anxiety ("anxiety, I'm dying little by little"). In 2013, the patient experienced amenorrhoea ("no menstrual periods, but no menopausal based on hormone asays"). The patient was treated with surgery (operation for canal tunnel with no improvement) and steps were underway for surgery for removal of inserts. Essure (ess205) treatment was not changed. At the time of the report, the pelvic infection, deafness, blindness, hypoaesthesia, urinary tract infection, pelvic pain, musculoskeletal pain, fatigue, weight increased, tic, uterine pain, alopecia, urinary incontinence, palpitations, dizziness, amnesia, confusional state, fibromyalgia, pruritus, amenorrhoea and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, amnesia, anxiety, blindness, confusional state, deafness, dizziness, fatigue, fibromyalgia, hypoaesthesia, musculoskeletal pain, palpitations, pelvic infection, pelvic pain, pruritus, tic, urinary incontinence, urinary tract infection, uterine pain and weight increased with essure (ess205). Diagnostic results: hormone assays: not menopausal. Most of the analyses, ultrasounds and x-rays:did not provide any explanation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2017. The most recent information was received on 23-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ('recurrent pelvic infections') in a female patient who had essure (ess205) (batch no. 624847) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), uterine pain ("pain in uterus"), pruritus ("itching all over back"), deafness ("loss of hearing"), blindness ("vision loss/ visual problems"), hypoaesthesia ("numbness in arms"), urinary tract infection ("recurrent urinary tract infection"), urinary incontinence ("problems with urinary leakage at times related to major state of fatigue"), fibromyalgia ("precursory fibromyalgia suspected"), musculoskeletal pain ("joint and muscle pain in lower abdomen, back, neck, leg and arms"), fatigue ("chronic fatigue, major state of fatigue"), dizziness ("dizzy spells"), palpitations ("palpitations"), tic ("nervous tics"), alopecia ("loss of hair in plaques"), amnesia ("memory loss"), confusional state ("confusion") and anxiety ("anxiety, I'm dying little by little") and was found to have weight increased ("weight gain"). In 2013, the patient experienced amenorrhoea ("no menstrual periods, but no menopausal based on hormone asays"). On an unknown date, the patient experienced inflammation ("inflammation"), neck pain ("neck pain"), ear disorder ("ear nose and throat problems"), nasal disorder ("ear nose and throat problems"), pharyngeal disorder ("ear nose and throat problems") and feeling abnormal ("fog in the head"). The patient was treated with surgery (bilateral salpingectomy with removal of the uterine horns and operation for canal tunnel with no improvement). Essure (ess205) was removed in 2017. At the time of the report, the pelvic infection, pelvic pain, uterine pain, pruritus, amenorrhoea, inflammation, neck pain, deafness, blindness, ear disorder, nasal disorder, pharyngeal disorder, hypoaesthesia, urinary tract infection, urinary incontinence, fibromyalgia, musculoskeletal pain, fatigue, dizziness, palpitations, weight increased, tic, alopecia, amnesia, confusional state, anxiety and feeling abnormal outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, amnesia, anxiety, blindness, confusional state, deafness, dizziness, fatigue, fibromyalgia, hypoaesthesia, musculoskeletal pain, palpitations, pelvic infection, pelvic pain, pruritus, tic, urinary incontinence, urinary tract infection, uterine pain and weight increased with essure (ess205). The reporter considered ear disorder, feeling abnormal, inflammation, nasal disorder, neck pain and pharyngeal disorder to be related to essure (ess205). The reporter commented: events started insidiously over the past 9 years. She was still convalescing, felt like she was coming back to life. Diagnostic results (normal ranges are provided in parenthesis if available): female sex hormone level - on an unknown date: hormone assays: not menopausal. Investigation - on an unknown date: most of the analyses, ultrasounds and x-rays did not provide any explanation. Lot number: 624847 manufacture date: 2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-aug-2021: quality safety evaluation of ptc. A technical investigation was e conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-may-2017. The most recent information was received on 19-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ('recurrent pelvic infections') in a female patient who had essure (ess205) (batch no. 624847) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), uterine pain ("pain in uterus"), pruritus ("itching all over back"), deafness ("loss of hearing"), blindness ("vision loss/ visual problems"), hypoaesthesia ("numbness in arms"), urinary tract infection ("recurrent urinary tract infection"), urinary incontinence ("problems with urinary leakage at times related to major state of fatigue"), fibromyalgia ("precursory fibromyalgia suspected"), musculoskeletal pain ("joint and muscle pain in lower abdomen, back, neck, leg and arms"), fatigue ("chronic fatigue, major state of fatigue"), dizziness ("dizzy spells"), palpitations ("palpitations"), tic ("nervous tics"), alopecia ("loss of hair in plaques"), amnesia ("memory loss"), confusional state ("confusion") and anxiety ("anxiety, I'm dying little by little") and was found to have weight increased ("weight gain"). In 2013, the patient experienced amenorrhoea ("no menstrual periods, but no menopausal based on hormone asays"). On an unknown date, the patient experienced inflammation ("inflammation"), neck pain ("neck pain"), ear disorder ("ear nose and throat problems"), nasal disorder ("ear nose and throat problems"), pharyngeal disorder ("ear nose and throat problems") and feeling abnormal ("fog in the head"). The patient was treated with surgery (bilateral salpingectomy with removal of the uterine horns and operation for canal tunnel with no improvement). Essure (ess205) was removed in 2017. At the time of the report, the pelvic infection, pelvic pain, uterine pain, pruritus, amenorrhoea, inflammation, neck pain, deafness, blindness, ear disorder, nasal disorder, pharyngeal disorder, hypoaesthesia, urinary tract infection, urinary incontinence, fibromyalgia, musculoskeletal pain, fatigue, dizziness, palpitations, weight increased, tic, alopecia, amnesia, confusional state, anxiety and feeling abnormal outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, amnesia, anxiety, blindness, confusional state, deafness, dizziness, fatigue, fibromyalgia, hypoaesthesia, musculoskeletal pain, palpitations, pelvic infection, pelvic pain, pruritus, tic, urinary incontinence, urinary tract infection, uterine pain and weight increased with essure (ess205). The reporter considered ear disorder, feeling abnormal, inflammation, nasal disorder, neck pain and pharyngeal disorder to be related to essure (ess205). The reporter commented: events started insidiously over the past 9 years. She was still convalescing, felt like she was coming back to life. Diagnostic results (normal ranges are provided in parenthesis if available): female sex hormone level - on an unknown date: hormone assays: not menopausal. Investigation - on an unknown date: most of the analyses, ultrasounds and x-rays did not provide any explanation. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-aug-2021: the case (B)(4) (MFR# 2951250-2017-02562) was identified as a follow up of this case. Therefore the case (B)(4) was deleted from argus database and all information was transferred to this case. Removal date and removal information were added. New events were added: inflammation, vision problems, ent problems, neck pain and fog in the head. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ("recurrent pelvic infections"), deafness ("loss of hearing"), blindness ("vision loss") and hypoaesthesia ("numbness in arms") in a female patient who had essure (ess205) (batch no. 624847) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), blindness (seriousness criterion medically significant), hypoaesthesia (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract"), pelvic pain ("pelvic pain"), musculoskeletal pain ("joint and muscle pain in lower abdomen, back, neck, leg and arms"), fatigue ("chronic fatigue, major state of fatigue"), weight increased ("weight gain"), tic ("nervous tics"), uterine pain ("pain in uterus"), alopecia ("loss of hair in plaques"), urinary incontinence ("problems with urinary leakage at times related to major state of fatigue"), palpitations ("palpitations"), dizziness ("dizzy spells"), amnesia ("memory loss"), confusional state ("confusion"), fibromyalgia ("precursory fibromyalgia suspected"), pruritus ("itching all over back") and anxiety ("anxiety, I'm dying little by little"). In 2013, the patient experienced amenorrhoea ("no menstrual periods, but no menopausal based on hormone asays"). The patient was treated with surgery (steps underway for surgery for removal of inserts) and surgery (operation for canal tunnel with no improvement). Essure (ess205) treatment was not changed. At the time of the report, the pelvic infection, deafness, blindness, hypoaesthesia, urinary tract infection, pelvic pain, musculoskeletal pain, fatigue, weight increased, tic, uterine pain, alopecia, urinary incontinence, palpitations, dizziness, amnesia, confusional state, fibromyalgia, pruritus, amenorrhoea and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, amnesia, anxiety, blindness, confusional state, deafness, dizziness, fatigue, fibromyalgia, hypoaesthesia, musculoskeletal pain, palpitations, pelvic infection, pelvic pain, pruritus, tic, urinary incontinence, urinary tract infection, uterine pain and weight increased with essure (ess205). Diagnostic results: hormone assays: not menopausal. Most of the analyses, ultrasounds and x-rays:did not provide any explanation. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced recurrent pelvic infections, loss of hearing, vision loss and numbness in arms (operation for canal tunnel with no improvement). Steps underway for surgery for removal of inserts. No causality assessment by the reporter was provided. Only pelvic infections is regarded as an anticipated event according to the reference safety information for essure. The other events are unanticipated. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, consumer had pelvic infection after essure insertion procedure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident due to serious injury (pelvic infection). Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.